Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a right ventricular (rv) lead warning for variable and high thresholds. High and variation in impedances were also observed. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.